Event description:
It was reported that when the surgeon used the ultra fast fix to suture meniscus, he doctor found that t1 was separated from the suture. There was a backup device available to complete the procedure with no significant delay. No patient injuries were reported.

Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system received. The complaint stated: "when the surgeon used the ultra fast fix to suture meniscus, the doctor found that t1 was separated from the suture." When there is a defect observed, it is recommended to stop and returned the device in the condition found. T1 and t2 were not provided for evaluation. The small suture portion returned had the anchor end completely cut off and not returned. The entire end of the suture that knots through and around securing the anchors is absent. The depth limiter was returned trimmed. It was damaged with a hole poked through it. The needle is twisted at the distal tip. Nothing about the device returned would insinuate a manufacturing issue with the device. The actuator was retracted and advanced as expected. No root cause related to the manufacture of the device was confirmed.